Event description:
A revision surgery was performed in 2017 due to femoral component loosening. Femoral component was exchanged. An additional revision surgery was performed on 2019 due to femoral loosening. Legion system explanted.

Manufacturer narrative:
The associated complaint devices were not made available for evaluation. Therefore a product inspection could not be performed. After repeated requests, smith and nephew has been unable to obtain device details or confirm the alleged deficiency with the devices. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No medical assessment can be rendered at this time as no requested supporting documents were received. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.